Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction requiring coronary stents x 3. Time of symptoms/ae: one day post-procedure. It was reported that one day following the successful xact stent implantation in the right internal carotid artery, the patient was hospitalized with a myocardial infarction requiring implantation of three (non-abbott) coronary stents and treatment with vasopressor and inotropic medications. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. There was no xact stent malfunction reported. Myocardial infarction is a known potential adverse event associated with the use of the device as listed in the xact instructions for use. Review of the device lot history record did not reveal any non-conformities that could have contributed to this event.